Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump's time was incorrect, the cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. The customer¿s blood glucose level was 108-223 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.